Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. All electrical measurements were normal. The lead was capped and replaced. The patient is doing well post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.0cm was returned for analysis. External insulation abrasions were noted at 13.1-13.3cm and 13.8-14.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.